Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited an intermittent loss of ventricular capture. The patient was admitted to the hospital and placed on a temporary pacing wire until a lead revision procedure could be performed. Guidant received additional information that the lead was explanted and replaced with a new guidant defibrillation lead.